Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention and paravalvular leak [pvl] are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment the thv training manual also identifies several procedural and anatomical factors that can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, it was reported that patient factors [septal bulge along with severe annular calcification] contributed to malposition of the valve and the resulting pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure the 26mm sapien xt valve was deployed too aortic causing paravalvular leak [pvl]. A second valve was implanted. The annulus area measurement was 464.5mm2 with an lvot area measurement of 410mm2 and septal hypertrophy was noted. Bav was not done. The first valve was positioned across the annulus in a 50:50 position. The delivery device balloon was inflated at a steady pace but the valve shifted aortic to finish in an 80:20 [aortic/ventricular] position. The post-deployment tee showed moderate to severe pvl. The tavr team decided to place a second valve to address the pvl. The second valve was promptly prepped and positioned 50:50 in the annulus, inferior to the first valve position [more ventricular]. The second valve was deployed with precise slow inflation under rapid pacing and held in the proper position by the operator. After the valve was deployed, tee showed trace pvl. The delivery system and sheath were removed with no complication. After reviewing the angiogram for deployment of the first valve, the team determined the malposition during the final 50% of deployment was caused by a septal bulge. The second valve was then positioned and deployed slower with anticipation of aortic movement and greater consideration for patient anatomy. The native annular calcification for this patient was described as severe. There was moderate mitral annular calcification. Coaxial alignment of the delivery system and valve was good. Image intensifier angle was good. Ventilation was held during valve deployment. There was no loss of pacing capture during valve deployment. Ejection fraction was 65%.